Event description:
It was reported that device entrapment occurred. A 1.50 mm x 8 mm emerge balloon catheter was advanced for dilation. However, the device got stuck with the non-boston scientific guidewire. The catheter and guidewire had to be removed as a single unit, however, outside the body they were able to be separated. The procedure was completed with a different device. There were no patient complications reported.